Event description:
It was reported that the user, in the first week of ilet use, required assistance performing an infusion set and cartridge change with a 23-inch teflon 6 mm inset and inadvertently skipped the fill tubing step, proceeding to fill cannula before clearing the process and completing a proper tubing fill until drops were observed, then applying the new set and performing a fill cannula. Symptoms included no adverse clinical effects. Outcomes included continuation of insulin therapy without interruption following guided troubleshooting and education. Investigation included customer counseling, step-by-step review of the infusion set and cartridge change process, and confirmation of correct priming and cannula fill. Investigation of this case revealed user procedural error during supply change that was resolved through education, with the device and infusion set functioning as designed after proper priming steps were completed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect supply change steps.